Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(4) 2018, fse followed up with the customer over the phone. The customer informed fse they are getting missing peaks and wide peaks consistently. Fse instructed customer to change all 3 buffers and perform primes and a drain flush which customer completed but still experiencing same problems. Customer will be using the second analyzer onsite, until fse is available for onsite service. On 14-mar-2018, fse followed up with the customer over the phone, and customer informed fse, reported problem still persist, and they have continued to use second analyzer. On 19-mar-2018, fse was at customer's site to resolve reported event. Completed sample runs, and the last 4 samples run on instrument had either missing peaks or wide peaks. Fse tightened the pre-filter housing, and replaced all 3 buffer filters. Fse performed startup on system, performed drain flushes, ran a rack of random patient samples all with good chromatograms except for retention time for sa1c. Rt for sa1c running at 0.64, which is outside the acceptable range. Fse adjusted ff to 1.04; sa1c rt is now at 0.60. Fse recalibrated instrument and ran completed quality control within acceptable ranges. The g8 is functioning as expecting. Fse also noted printout from instrument was missing parts of characters of print. Fse replaced the thermal printer and verified printer function by printing calibration results. Instrument is functioning as expected. No further assistance needed from fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were no other similar complaints identified during the searched period. The g8 variant analysis mode operator's manual under chapter 1, introduction and applications, states the following: the time from injection of the sample to the time the specific peak elutes off the column is called retention time. The tosoh automated glycohemoglobin analyzer hlc-723g8 software has been written so that each of the expected fractions has a window of acceptable retention times. If the designated peak falls within the expected window, the chromatogram peaks will be properly identified. When a peak elutes at a retention time not within a specified window, an unknown peak (p00) results. If more than one peak elutes at times not specified by the software windows, each is given a sequential p0x title. In order to keep the peaks within their appropriate windows, it may be necessary to change how fast or slow the buffers are moving through the system by changing the pump flow rate. In chapter 1, interpretation of results states that when there is a question concerning the chromatography, repeat the sample. If the repeated sample also displays unusual characteristics, it is appropriate to evaluate whether the unusual result is due to an abnormal sample, a procedural error, an instrument malfunction or a sample-handling problem. For further information, see the troubleshooting section in this operator's manual. In chapter 3, test report interpretation states, indicates the name of hemoglobin fraction identified corresponding to each peak for a1a, a1b, f, la1c+, sa1c, a0.p00, p01, p02, etc., are assigned to unidentified peaks and are printed below the chromatogram. H-v0, h-v1, h-v2 and p-hv3 are assigned to variant hemoglobin. For example, typically hbs elutes in the h-v1 window. Typically hbd elutes in the h-v0 window and typically hbc elutes in the h-v2 window. Hbe typically elutes in the p-hv3 window. These h-v peaks will be reported only when the corresponding flag setting is done. The g8 variant analysis mode training manual under lesson 8 - troubleshooting, states the following: adjusting the flow rate - how and why: on the tosoh automated glycohemoglobin analyzer hlc-723g8; variant analysis mode it may be necessary to adjust the flow rate because either unidentifiable peaks appear on all the chromatograms or the average retention time for various peaks has changed significantly. The flow rate is changed by changing the flow factor in the instrument. The most probable cause of the reported event was due to failed buffer filters and damaged thermal printer.

Event description:
On (B)(6) 2018, a customer reported getting p-hv3 flags on controls with no measured result on the g8 instrument. Customer stated the needle was changed, problem still persisted. Technical support specialist (tss) reviewed chromatograms and confirmed retention time (rt) is 0.55 (acceptable range 0.57 - 0.61 minutes), flow factor (ff) is 1.00. Tss had the customer adjust the ff to 0.96 and power off and on instrument to reboot. After instrument reboot, customer ran calibrators and controls, rt increased to 0.57 and run results have the same flags. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.